Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product." No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted.

Event description:
End user reported that he has a red weepy area under tape border of wafer which began 6 months ago in (B)(6). End user has been treated with nystop antifungal powder in (B)(6) 2015, however the issue continued. Beginning in (B)(6) 2015, end user states he has been placing gauze under tape border and securing to skin with tape product (description not provided) and has noticed marked improvement. End user went on to report the area is no longer weeping and not as red. The end user went on to report that he has used multiple market units over the last six months.